Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve, it was difficult to pass the in-line sheath, therefore a dilator was used to prepare the right common iliac artery before a "traumatic" insertion of the in-line sheath. It was reported that there was evidence of a suture related stenosis and minor extravasation. During vascular closure, after the non-medtronic closure device was tied, a small bleed was noted at the suture. It was reported that there was evidence of a retrograde dissection in the right common iliac artery and distal aorta. A 7 mm balloon was inflated at the right femoral artery puncture point for ten minutes. A hematoma surrounding the right external iliac and common femoral artery was noted but there was no definitive extravasation or flow within the hematoma to indicate ongoing bleeding or pseudoaneurysm. The right femoral artery was report ed to have severe calcification and moderate tortuosity. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.